Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number: 2916596-2021-04140. It was reported that the patient was admitted on (B)(6) 2021 with a headache and generalized weakness concerning for stroke. The patient was found to have bilateral intraventricular hemorrhage, more in the left ventricle than the right ventricle. On interrogation of the left ventricle assist device (lvad) the patient was noted to have multiple low flow alarms on (B)(6) 2021 overnight and early morning. These alarms were not visible on the patient¿s controller. The last 6 alarms, which showed low voltage advisories, were from (B)(6) 2021. A review of the log file revealed several intermittent low flow alarms on (B)(6) 2021 at 0100 through 0635. It was unknown why the alarms were not visible on the controller. Additional information was received that the cause of low flow alarms were not identified but they were possibly related to hypovolemia/hypertension. The echocardiogram did not reveal any signs of pump malfunction. The low flows did resolve. The low voltage alarms were due to the batteries draining low occasionally and they have resolved. The patient had an intracranial hemorrhage that was diagnosed with CT scans. The patient was disoriented at times but had no focal deficits. Treatment included anticoagulation reversed. There was no surgical intervention and the patient will continue to be monitored with repeat head cts. The patient's last inr prior to the event was 1.7.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low flow alarms not being displayed on the system controller alarm history screen was not confirmed as the controller was not returned for evaluation. The submitted log file contained approximately 5 days of data (15jul2021 ¿ 20jul2021 per the timestamp). The log file captured intermittent low flow alarms on (B)(6) 2021 from 01:00:26 to 06:35:38 due to the flow dropping below the low flow threshold; these alarms are addressed under the pump investigation. The log file showed that the controller alarmed appropriately in response to the low flow events. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2017. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including low flow alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.